Event description:
Patient reported right side implant is "broken." "Getting tested for alcl because of late seroma" for unknown side was also reported. The device remains implanted.

Event description:
Patient reported implant is "broken" and they are "getting tested for alcl because of late seroma". Right side. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken" and "getting tested for alcl because of late seroma".

Event description:
Patient reported right side implant is "broken." "Getting tested for alcl because of late seroma" for unknown side was also reported. The device remains implanted.